Manufacturer narrative:
Reference record (B)(4). This MDR references the 2nd buried bumper event for the patient. The initial buried bumper for the patient is reported in reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. One month after the peg-j placement, the patient was diagnosed with buried bumper syndrome. On an unknown date, the peg-j tubing was surgically removed and the buried bumper syndrome resolved. This MDR references the 2nd buried bumper event for the patient.